Event description:
The tech alleged the brake pedal locks in position, when the bed is pushed the brake pedal pops back up. No pt impact.

Manufacturer narrative:
The tech replaced the bushings on the brake mechanism block assembly to resolve the issue.